Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 1:00 pm the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient experienced no symptoms of high or low blood glucose levels. Afterwards the patient visited her hcp, where her blood glucose level was tested to be 497 mg/dl. The patient was treated with an insulin injection. The patient manages her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the meter's battery did not need to be replaced. The issue was not resolved. The meter was replaced. The patient allegedly suffered elevated blood glucose levels and received treatment with insulin after the meter issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged/broken battery holder, evidence of the patient prying on the battery contact. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.